Event description:
It was reported that the user¿s freestyle libre 3 plus sensor failed to pair with the ilet pump and displayed a sensor unavailable alert while the pump was operating in bg run mode; troubleshooting and education were provided, the sensor was successfully scanned, and readings resumed with guidance that the pump would confirm glucose levels. Symptoms included hyperglycemia, with a reported glucose value of 209 mg/dl. Outcomes included no health consequences or impact. Investigation included guided troubleshooting to restore sensor communication and confirm data transmission to the pump. Investigation of this case revealed a resolved sensor pairing failure that led to temporary unavailability of glucose data, after which normal readings were restored. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue between the sensor and the pump that resolved after re-scanning the sensor.